Manufacturer narrative:
It was reported by customer that IV set ¿snapped apart¿ during paclitaxel infusion. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
Material#: unknown batch number#: unknown it was reported by customer that IV set ¿snapped apart¿ during paclitaxel infusion. Chemo spill occurred, code brown was called. The nurse watched the infusion for the first 10 min per usual process. About an hour after that the patient was walking around, she did not notice the IV set detached until she ¿felt something¿ and blood was everywhere. They needed to remake the infusion bag in pharmacy. No further details available at time of interview. Verbatim#: rcc received a complaint via email. 15a/b/c ¿ inpatient ¿ IV set ¿snapped apart¿ during paclitaxel infusion. Chemo spill occurred, code brown was called. The nurse watched the infusion for the first 10 min per usual process. About an hour after that the patient was walking around, she did not notice the IV set detached until she ¿felt something¿ and blood was everywhere. They needed to remake the infusion bag in pharmacy. No further details available at time of interview.

Event description:
It was reported that unspecified bd infusion set was disconnecting the following information was received by the initial reporter with the following. It was reported by customer that IV set ¿snapped apart¿ during paclitaxel infusion. Chemo spill occurred; code brown was called. The nurse watched the infusion for the first 10 min per usual process. About an hour after that the patient was walking around, she did not notice the IV set detached until she ¿felt something¿ and blood was everywhere. They needed to remake the infusion bag in pharmacy. No further details available at time of interview.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.